Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bigeminy and arrhythmia. During repositioning of the pump, the patient went into ventricular fibrillation requiring defibrillation. The pump was explanted but the arrythmia and need for defibrillation continued. Amio and gtt were initiated. The patient is in stable condition.